Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose level.